Event description:
It was reported that the catheter was damaged and was difficult to insert with 2 bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: circumstances and descriptions catheter that slides poorly when inserted, so the mandrel is passed through, bending to 90° test with a new catheteridentical problem. Baby had to be pricked 3 times.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unused representative unit in an opened package from material number 381811, lot number 0030477. During the visual/microscopic examination, it was observed that there was no obvious defects to the needle or catheter. Penetration and drag testing were also performed. The returned sample was found to be within specification for both. Finally, venipuncture was simulated using a lab supplied artificial vein. Upon removal of the catheter, there were no defects observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the catheter was damaged and was difficult to insert with 2 bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: circumstances and descriptions catheter that slides poorly when inserted, so the mandrel is passed through, bending to 90° test with a new catheter, identical problem. Baby had to be pricked 3 times.